Event description:
It was reported that during the initial implant procedure, the delivery catheter was unable to successfully access the right ventricle via femoral access due to the anatomy of the patient. The physician elected to attempt implantation via the jugular vein. During mapping to find the optimal positioning for the patient, the physician suspected the introducer and catheter advanced further into the patient. Contrast injection revealed cardiac perforation by the delivery catheter and right ventricle (rv) leadless pacemaker (lp) resulting in pericardial effusion. Medication was administered and drainage of the pericardium was performed. The patient was unable to be stabilized and passed away. The physician did not suspect a malfunction of the introducer, delivery catheter, or rv lp.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the cardiac perforation resulted in tamponade.